Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a "fault with either the (mp70) monitor or module x2 monitor saturation went down to 90. There was no alarm sound, had to resuscitate baby." The neonate patient was desaturated. The nurse visually saw the patient going blue and resuscitation was done.